Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving high readings on the adc freestyle libre sensor compared to readings obtained on the built-in reader. On (B)(6) 2019 at 11:30 p.m., customer received a sensor reading of 266 mg/dl (trend arrow diagonally upwards). On (B)(6) 2019 at 6:30 a.m., customer was found covered in sweat with blurred vision and subsequently lost consciousness. A reading of 220 mg/dl was obtained on the sensor compared to built-in reading of 25 mg/dl and the customer was treated with glucagon by her husband. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor has been returned and investigated. Upon visual inspection, an over bandage was observed covering the underside of the sensor and the sensor tail was protruding through it. No malfunction or product deficiency was identified. The complaint is not confirmed due to a user issue as the sensor was modified from it's original configuration.

Event description:
Customer reported receiving high readings on the adc freestyle libre sensor compared to readings obtained on the built-in reader. On (B)(6) 2019 at 11:30 p.m., customer received a sensor reading of 266 mg/dl (trend arrow diagonally upwards). On (B)(6) 2019 at 6:30 a.m., customer was found covered in sweat with blurred vision and subsequently lost consciousness. A reading of 220 mg/dl was obtained on the sensor compared to built-in reading of 25 mg/dl and the customer was treated with glucagon by her husband. There was no report of death or permanent injury associated with this event.